Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterrupted power supply (ups) batteries required replacement. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that the uninterrupted power supply (ups) batteries were found to be weak and required replacement. There was no patient present when this issue was identified.